Event description:
When insert was opened the retention wire was loose in the package. Primary total knee surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event as reported was not confirmed as the subject device was not returned for evaluation. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The exact cause of the reported detached locking wire could not be determined as the subject device was not returned for investigation.

Event description:
When insert was opened the retention wire was loose in the package. Primary total knee surgery.